Manufacturer narrative:
(B)(4). Batch # n9046m. The analysis results found that the er320 device was returned in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the instrument was cycled and it ejected the remaining 18 clips; finally, the device locked out as intended. The instrument was disassembled in order to evaluate the condition of the internal components and the handle post was noted to be broken, leading to the ejected clips condition. No conclusion could be reached as to what may have caused this condition. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic donor nephrectomy procedure, the clips were scissoring during firing. Another like device was used to complete the procedure. There were no adverse consequences for the patient.